Event description:
It was reported that after a coronary artery drug eluting stenting treatment procedure a sub-acute thrombosis occurred. The pt is reported to have had a myocardial infarction. No additional info is available at this time.

Event description:
The pt was admitted for increasing blood pressure over the last three months. In 2003 the pt was diagnosed with three vessel conoray artery disease. The proximal rca was occluded and filled by collateral blood flow, there was an 80% proximal lad stenosis adjacent to the main branch, 80% mid lad and an 80% distal lad. And there was an 80% posteriolateral stenosis of the circumflex artery. In the view of the diffuse findings, bypass surgery was not a possibility. IV heparin and ic nitro were given. In the lad, a 3.0 mm x 8 mm driver stent was placed medially and a taxus espress2 8.8% 3.0 mm x 12 mm stent was placed proximally with a good result. Two days later the pt presented with increased blood pressure and st elevation in the anterior EKG leads. Repeat angiography showed 100% occlusive instent thrombosis in the taxus stent. Another driver stent was deployed within the taxus stent and the stenosis was reduced to 0%. IV heparin and an IV reopro bolus was given and the IV reopro drip was continued for 12 hours. Four days later, the pt experienced anterior st elevation. Repeat angiography revealed a second 100% occlusive instent thrombosis in taxus stent. IV heparin was given. An additional driver stent was placed between the taxus stent and the other driver stents and the stenosis was reduced to 0%. Two days later, the pt again experienced st elevation and increased blood pressure, therefore IV actilyse was started. The thrombosis was dissovled successfully. The pt was discharged to home.